Event description:
It was reported that approximately 38 months post-implant of a bifurcated device, a suprarenal aortic extension and two limb extensions, a computed tomography scan revealed aneurysm growth (up to 5mm) and revealed the aortic extension had dropped significantly; however, with no endoleak present. It appeared under imaging that the aortic extension fabric material had moved down, and a stent strut appeared fractured. The pysician implanted a competitor stent graft proximally, to treat the aneurysm growth and covered the location where the stent strut appeared damaged, with good result. The patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and computer tomography imaging were provided and reviewed by a clinical representative. The review indicates the reported event is confirmed. The clinical review suggested the patient's aneurysmal aorta and the severely angled, short aortic neck might have been a contributor to the reported event. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported device migration, partial stent collapse and stent fracture could not be identified; however, the patient's anatomy and disease progression might have been a contributing factor.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.